Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking from the cardioplegia (cpg) compartment. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, no adverse consequences to the pt.